Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: feng xu, wei ni, yujun liao, yuxiang gu, bin xu, bing leng, donglei song. Onyx embolization for the treatment of brain a rteriovenous malformations. Acta neurochir (2011). Published online: 28 october 2010 the purpose of this article was to study the experience in the treatment of brain avms with onyx embolization. Between january 2004 and december 2007, 86 patients with brain avms were embolized with onyx. The authors conclude that although onyx allows moderate obliteration rates, combined management, such as adjunctive embolization with microsurgery or radiosurgery, may be effective for selected large avms. The mean patient age was 30.3 years (range, 8¿55 years). There were 51 men and 35 women. The reported device is either the marathon microcatheter or ultraflow microcatheter. The products were not returned for evaluation as this was an event captured through literature review. There is limited patient and device information available; in this article it was reported that both the marathon and ultraflow microcatheters were used. It was not reported which microcatheter was used in this procedure. The amount of catheter entrapment or reflux was not reported in the article. Based on the reported information, review of ifus, and review of literature to investigate the complaint, the most likely cause for the reported event is procedure related. Additional information has been requested on each case; should the information become available, the event will be readdressed accordingly. Mdrs from this event: 2029214-2017-00496, 2029214-2017-00497 mdrs from this literature review: 2029214-2017-00493, 2029214-2017-00494, 2029214-2017-00495, 2029214-2017-00498, 2029214-2017-00499, 2029214-2017-00500, 2029214-2017-00501.

Event description:
Medtronic received information through literature review that periprocedurally, the microcatheter (marathon or ultraflow) was inadve rtently glued to the vessel in 3 cases and was left in place without clinical sequelae. The patients were being treated with onyx embolization for brain avms. In these patients, where the catheter is retained, low-molecular weight heparin was subcutaneously injected at 12 hours for 48 hours, followed by oral aspirin for 3 months at a dose of 100mg/day.

Manufacturer narrative:
Corrected information: mdrs from this event: 2029214-2017-00496, 2029214-2017-00497 mdrs from this literature review: 2029214-2017-00493, 2029214-2017-00494, 2029214-2017-00495,2029214-2017-00498, 2029214-2017-00499, 2029214-2017-00500, 2029214-2017-00501, 2029214-2017-00502, and 2029214-2017-00503.

Manufacturer narrative:
Correction.